Event description:
It was reported that the device would not recognize the therapy cable while monitoring a patient. It was later confirmed by the customer that the patient's outcome was not affected by this incident.

Manufacturer narrative:
Physio-control provided customer with the part number for a replacement therapy cable. The hospital biomedical engineering staff evaluated the device after replacing the therapy cable and confirmed proper device operation. The replaced therapy cable will not be returned to physio-control for evaluation. The root cause of the reported problem cannot be determined.